Event description:
A customer reported getting error message "4029 specimen t axis home not found" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and visually noticed the sample nozzle was bent. Fse resolved the complaint by replacing the sample nozzle. Fse performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4029] specimen t axis home not found is generated when the home position of the specimen t-axis motor cannot be detected. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to bent sample nozzle.